Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s daughter that the patient hasn't been getting the "full advantage of the device". Caller clarified the pt has never gotten very good therapeutic effect from the stimulator. Caller stated they were told not to change the program. Caller stated the pt is currently in the hospital due to a fractured hip and stimulation was turned off for the surgery. Caller stated they had a manufacturer¿s rep came to the hospital to assist turning stimulation back on and provide education for the external device. Caller stated they turned stimulation back on and stimulation up but the pt isn't feeling stimulation. Caller stated the pt "knows when to go to the bathroom". Caller stated the pt is moving to a nursing facility and they would like to have a rep come to the facility to provide more education about the programming/external de vice, and instructions were given as to how to arrange a visit. No further complications were reported or are anticipated.